Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked case, damaged knobs, and a possible battery recognition issue. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken case and three switch encoders were pushed into the case. Analysis was unable to confirm a possible battery recognition issue, however, an error occurred four times due to low battery. It was also indicated that the output connector assembly was broken, the main printed circuit board (pcb) was contaminated, and encoder assembly was contaminated, a display wire was pinched, two case screws were contaminated, and the output connector nuts were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.